Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00174. This is the first MDR submitted for the first suspect product. Pt was skin tested in 1994 with ambivalent results, and was given a second test in 1994 and a third test in 1995 with perceived negative results. In 2000, pt received initial treatment with 1 cc of one formulation of collagen in the vermilion border and .5 cc of second formulation of collagen in the perioral lines. Approximately, 4 months later, pt wrote to physician regarding indurated red bumps with intermittent swelling. Physician has not yet seen pt, but the diagnosis is hypersensitivity at injection site. Physician will prescribe a topical steroid cream, as well as clarition orally.